Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a stent dislodged inside the patient. A 2.25 x 28mm promus element drug-eluting stent was being advanced to the target lesion when it was noted to be dislodged in the proximal left anterior descending artery (lad). The physician tried to use a guidewire and a balloon to remove the dislodged stent but was unsuccessful. Then a balloon was inflated to attach the stent into the vessel. The procedure was completed with another device. No patient complications were reported and the patient's status is stable.